Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown screw. Part and lot numbers were not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the screw head was broken when the surgeon attempted to lock the fourth rapidsorb to the patient¿s cheekbone on (B)(6) 2017. The first three (3) plates were successfully locked with the screws; however, when the surgeon tried to insert the reported screw to lock the last plate, the screw head detached from the screw shaft. The surgeon also noticed that the drill tip was broken when the surgeon tried to insert another screw to lock the plate. The surgeon commented that approximately 2 mm of the broken drill bit tip was retained the patient¿s frontal cheekbone. There was a surgical delay of unknown duration due to the reported events. Concomitant device: 4x unknown plates. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).